Event description:
It was reported by service report that the foot end jack was drifting on the stretcher. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.